Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that suture placement in a common femoral artery was attempted with two proglide devices using the pre-close technique prior to an unspecified interventional procedure. Reportedly, the white arrows pointing to the guide wire exit port were peeling on proglide device. The sheath was upsized and the interventional procedure was completed. Hemostasis was achieved with the same pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. Senior medical advisor reviewed the case details and concluded that the white ink pad is biocompatible and non-cytotoxic and not expected to have any patient effects. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.